Event description:
Ventilator alarmed, stopped ventilating. Message on screen saying device failure/cockpit failure. Rn immediately began manually ventilating the patient. Ventilator started emitting high pitched rapid beep.